Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the exhalation flow sensor. The customer decided to not repair the unit at this time.

Event description:
The customer reported exhalation valve stuck open. The unit is ran in normal operation then the unit displays a message stating exhalation valve stuck open. Customer reports that at 0 flow the exhalation flow sensor reads 4 (liters per minute) lpm. Customer advises that the est logs a 3126. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.